Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and ready for use. A return material authorization (RMA) was issued to have the usm returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, there was a recoverable fault 32056 on universal surgical manipulator (usm) 1. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and confirmed error pointing to axes controller arm (aca) in usm 1. The tse advised to power cycle the patient side cart (psc), but issue persisted. The tse explained how to use system with 3 usms by overriding recoverable fault. The procedure was completed with 3 usms with no patient harm, adverse outcome or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. The reported event was confirmed through log review but not reproduced during functional testing. The usm was tested on an in-house system and passed in normal mode and passed all tests.

Event description:
Refer to h10/h11 for follow-up information.